Manufacturer narrative:
The device was returned to stryker's product access center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue.this device was archived by stryker.

Event description:
The customer contacted stryker to report that their device does not turn on as expected when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The device will be replaced. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device does not turn on as expected when the lid is opened. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event. There was no patient involvement reported with the event.